Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant devices ¿ zimmer periarticular locking distal lateral fibular plate catalog #: 00235701704 lot #: 63460598, periarticular self-tapping cortical bone screw 3.5 mm diameter 12 mm length catalog #: 00234801235 lot #: 63489132, periarticular self-tapping cortical bone screw 3.5 mm diameter 12 mm length catalog #: 00234801235 lot #: 63489132, periarticular self-tapping cortical bone screw 3.5 mm diameter 12 mm length catalog #: 00234801235 lot #: 63537713, zimmer universal 2.7 mm locking screw 14 mm length catalog #: 00482801402 lot #: 63470823, zimmer universal 2.7 mm locking screw 14 mm length catalog #: 00482801402 lot #: 63149521, zimmer universal 2.7 mm locking screw 16 mm length catalog #: 00482801602 lot #: 63373028, zimmer universal 2.7 mm locking screw 16 mm length catalog #: 00482801602 lot #: 63423846. This report is number 2 of 9 mdrs filed for the same patient (reference 0001822565-2017-03992 / 03995 / 03997 / 03998 / 03999 and 0002648920-2017-00389 / 00390 / 00391).

Event description:
It is reported that a patient underwent a right ankle plate removal procedure due to pain, redness and swelling approximately four (4) months post-operatively. The revision operative notes indicate that the patient was being revised to remove right ankle fixation implants due to pain. It was noted, "there was some brownish material on the plate. Screws were taken out of the plate. The brown tissue was also underneath the plate on the distal fibula...the wound was then thoroughly irrigated and closed...".

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of the provided op notes. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. The medical notes supplied indicated that when the radiographs were reviewed the fracture had healed nicely. It was also noted that there was evidence of localized soft tissue irritation. The patients pain continued to be worse. An elemental analysis of the returned plate and screw samples was completed. The suspected corrosion indications on the plate and screw samples were analyzed by eds and they showed the following foreign elements in the decreasing order of their weight percentages. Plate: o, p, ca, and cl. Screw: o, na, cl, p, mg, al, and ca. The rest of the composition of the eds spectra was consistent with base materials of plate and screw. A definite root cause cannot be concluded. A summary of the investigation is being sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.